Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported the patient's scs system was explanted during an unrelated surgical procedure. No further information is known at this time. Follow up identified the patient was doing well postoperatively

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.